Event description:
The patient (B)(6) alleges to have been tested and found to be positive for (B)(6) based on the use of a (B)(6) quantiferon (B)(6) gold test. The assumption is the test was performed on a lot of (B)(6) tubes which was recalled by the firm ((B)(4)). The patient was being routinely screened for latent tb because she suffers chronic rheumatoid arthritis and is presumed to be prescribed an immunosuppressant. As a consequence of the diagnosis of positive for (B)(6) the patient was prescribed therapy if (B)(6) for five months and because the ra therapy was ceased during the period of this treatment, the patient suffered chronic pain. "I had to ensure the pain of the arthritis for the duration of the time I was on izonaid (sic). This was extremely difficult for me to take care of two small children and work while dealing with chronic debilitating pain." No laboratory data has been provided and the reported date of the incident is not stated.

Manufacturer narrative:
The company has evaluated this event and has determined that it is not an MDR reportable event per 21 cfr section 803.50 (a). However, the company had decided to submit this MDR for information purposes in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR with additional information, as necessary. Based on the information provided it is not clear that the pt was tested for (B)(6) infection using material from cellestis which was recalled by the firm ((B)(4)), nor is it evident that the (B)(6) result was (B)(6). If the recalled lot of (B)(6) tubes was indeed used, and a (B)(6) result was the output, the product instructions for use advise the physician to repeat the test for confirmation, and in general the results of the screening test are to be taken into consideration with the pt's epidemiological history, current medical status and results of other diagnostic evaluations. The alleged problem reported are the outcomes of subsequent treatment of the pt using (B)(6).

Event description:
The pt ((B)(6)) alleges to have been tested and found to be (B)(6) for (B)(6) based on the use of a cellestis quantiferon (B)(6) gold test. The assumption is the test was performed on a lot of (B)(6) tubes which was recalled by the firm ((B)(4)). The pt was being routinely screened for (B)(6) because she suffers chronic rheumatoid arthritis and is presumed to be prescribed in immunosuppressant. As a consequence of the diagnosis of (B)(6) for (B)(6), the pt was prescribed therapy of (B)(6) for five months and because the ra therapy was ceased during the period of this treatment, the pt suffered chronic pain. "I had to endure the pain of the arthritis for the duration of the time I was on (B)(6). This was extremely difficult for me to take care of two small children and work while dealing with chronic debilitating pain." No laboratory data has been provided and the reported date of the incident is not stated.